Event description:
It was reported that a patient presented to the emergency department due to inappropriate antitachycardia pacing (atp) therapy on the right ventricular (rv) lead. It was determined the shocks were due to far p-oversensing, which was a result of lead dislodgment as seen on the chest x-rays. R-wave amplitude variation was also noted. Programming changes were made to deactivate the rv lead and it was later repositioned in a procedure on (B)(6) 2021. Normal parameters were obtained and the patient was stable.